Event description:
The user facility reported that during a patient procedure, the patient was positioned off-center towards the foot end of the table. The patient's weight shifted further down the table causing the head section to become unstable and lift off the floor. The patient was repositioned, and the procedure was completed successfully following a short delay. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event. The technician tested the function and operation of the 4085 surgical table and was unable to duplicate the reported event; no issues were noted. During the technician's discussion with user facility personnel, it was confirmed that multiple extension accessories were installed on the 4085 surgical table. The patient's weight was not center over the tabletop subsequently causing the reported event to occur. The operator manual states, "warning - instability hazard - possible patient or user injury, as well as surgical table or accessory failure, may result from using steris table accessories for other than their stated purpose or from using accessories manufactured and sold by other companies for use on steris surgical tables." The steris patient positioning instructions quick reference guide states, "never add additional accessories to the table to extend the table platform further from the column (unless you have consulted with steris). This may cause table instability" the technician counseled user facility personnel on the proper use and operation of the 4085 surgical table specifically, the importance of accessory installation and patient positioning. The 4085 surgical table was returned to service, and no additional issues have been reported.

Manufacturer narrative:
UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.